Manufacturer narrative:
Lot number: 6102543 mfg date 4/1/2016 exp date 04/30/2021. Lot number: 5259928 mfg date 9/1/2015 exp date 09/30/2020. Date of event: unknown. The date received by manufacturer has been used for this field. Results: examination of the returned samples confirmed the indicated issue. The spectral analysis suggests that this material has components similar to those of silicone. A complaint history review was performed for lot's 6102543, and 5259928 no defects were found. Conclusion: silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. UDI #: (B)(4).

Event description:
It was reported there was two different incidents of foreign matter in the fluid pathway with a 30 ml bd luer-lok¿ tip syringe. No medical interventions reported.